Event description:
It was reported an interlink y-type blood set had a hole, which caused blood to leak on the floor after set-up. It was not reported how much blood leaked. Treatment and outcome was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The blood leak was noted at the port closest to the catheter, however not at the catheter connection site. The blood loss was not from the patient, but rather from the blood transfusion set. There was no adverse event related to the event. As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for lot number ur13b20058 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed.